Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulley. The cable was not fully broken. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley, the insulation was peeled off and lifted up and the piece of the insulation was still connected to the wire insulation and no piece was missing of the conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint regarding a frayed cable was confirmed by failure analysis. Common causes of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Common causes of damaged insulation on the conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.